Manufacturer narrative:
Evaluation summary: the device and the lens were returned separated. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. A broken haptic is observed on the left side of the plunger. The distal tip is oriented toward the end of the nozzle. The lens was returned in small blue tray in a plastic bag. One haptic is broken-gusset area. The lens is cut into two pieces. The provided video was reviewed. The device preparation and initial advancement were not shown the device tip comes into view as it is inserted into the incision. There appears to be difficulty inserting the tip into the incision. The lens is not quite to the fill line. The leading haptic is looped back. The trailing haptic is looped in the plunger groove. The plunger is not advanced far enough to release the haptic. The plunger is retracted which pulls the haptic causing it to break. The incision is widened. The lens is cut in half and removed. A multipiece lens is implanted. Three sutures were placed. A non-qualified viscoelastic was indicated. The reported broken haptic was observed. The haptic is in the plunger groove. Review of the provided video indicates the root cause for the broken haptic is a failure to follow the directions for use (dfu). The trailing haptic was looped in the plunger groove. This is an acceptable position per the dfu. The dfu instruct to proceed with full plunger advancement to delivery the lens. As observed on the video the plunger was not advanced far enough to allow the trailing haptic to release from the device. The plunger was retracted pulling the trailing haptic back and causing it to break. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported a preloaded intraocular device in which the trailing haptic of the intraocular lens was found to be broken. The intraocular lens was removed during the initial surgical procedure and completed with another intraocular lens. Additional information was provided by the physician, who reported the bag ruptured, the incision was enlarged from 2.4mm to 3.0 mm and an anterior vitrectomy was performed. The iol was replaced with a 3 piece lens.